Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached and the customer was unable to obtain glucose readings. The customer experienced symptoms of hypoglycemia and self-treated with candy. The customer had contact with a healthcare professional (hcp) who took an unspecified glucose reading and provided candy for treatment for the diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.